Event description:
Consumer called stating they are getting erratic reading, low on the first try and much higher on the second. Analysis run on clark error grid using mean avg. Readings (59, 69) as ref. Point vs. Bd readings (47, 71;43,94) yielded data points in the d range of the grid, outside of acceptable limits.